Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there were foreign bodies found on the cannula. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: ¿before use, the foreign bodies was found on the IV cannula.¿

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there were foreign bodies found on the cannula. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: ¿before use, the foreign bodies was found on the IV cannula.¿

Manufacturer narrative:
H.3. Investigation summary: bd received 3 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd has initiated further root cause investigation relating to the issue of foreign matter through corrective and preventive actions.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there were foreign bodies found on the cannula. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: ¿before use, the foreign bodies was found on the IV cannula.¿

Manufacturer narrative:
H.6. Investigation summary "material #: 301746 lot/batch #: 1265131 bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd determined that the root cause of the indicated failure mode for foreign matter was attributed to the manufacturing process. Corrective actions around cleaning have been made to help prevent foreign matter from getting into the product. This complaint lot has been manufactured before completion of these corrective actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."